Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: tricuspid annuloplasty in ischemic cardiomyopathy patients undergoing restrictive mitral annuloplasty.

Event description:
The article, "tricuspid annuloplasty in ischemic cardiomyopathy patients undergoing restrictive mitral annuloplasty", was reviewed. The article presented a retrospective, single center study that hypothesized in patients with ischemic cardiomyopathy undergoing restrictive mitral annuloplasty (RMA), concomitant tricuspid annuloplasty (tap) provided a better control of postoperative tricuspid regurgitation (tr) grade and was associated with corresponding relief in pulmonary hypertension (ph), as compared with RMA alone. Devices included in the study were edwards - mc3 semi-rigid ring, edwards - cosgrove semi-rigid ring, and st. Jude medical tailor flexible band. The article concluded that in patients with ischemic cardiomyopathy, concomitant tap did not increase operative mortality and better reduced tr, resulting in comparable ph severity and long-term survival, compared to RMA alone. [The primary and corresponding author was yusuke misumi, department of cardiovascular surgery, osaka university graduate school of medicine, osaka, japan, with corresponding email: y-misumi@surg1.med.osaka-u.ac.jp]. The time frame of the study was from 1999 to 2015. A total of 234 patients were included in the study where 114 underwent tricuspid annuloplasty. Of the 114 patients who underwent tap, 6 (5%) received an abbott/st. Jude device. In the RMA with tap group, the average age was 66 years and the majority gender was male. In the RMA alone group, the average age was 67 years and the majority gender was male. Comorbidities included chronic kidney disease, atrial fibrillation, triple-vessel disease, redo-surgery, severe mitral regurgitation, mild-severe tricuspid regurgitation.

Manufacturer narrative:
Summarized patient outcomes/complications of tricuspid annuloplasty in ischemic cardiomyopathy patients undergoing restrictive mitral annuloplasty were reported in a research article in a subject population with multiple co-morbidities including chronic kidney disease, atrial fibrillation, triple-vessel disease, redo-surgery, severe mitral regurgitation, mild-severe tricuspid regurgitation. Some of the complications reported were congestive heart failure, tricuspid valve insufficiency/ regurgitation; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: tricuspid annuloplasty in ischemic cardiomyopathy patients undergoing restrictive mitral annuloplasty.